Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) is not working. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was unable to reproduce the failure. The unit passed all functional and safety tests and was returned to the customer for clinical use.

Event description:
N/a.